Event description:
The heater wire burned a hole in the anesthesia circuit. The problem was detected promptly, the relevant part of the circuit changed, and use of the humidifier discontinued. There was no harm to a pt. An isothermal breathing circuit was being used.